Event description:
Info received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician found CPR valve was not holding. The technician replaced the CPR valve to repair the bed.